Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, "the patient stated pain and paresthesia and had developed possible adjacent level degeneration with uncarthrosis at c6-c7 and nerve root compression post-operatively. The reported problem was found at a routine visit (10 year follow up)". No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.